Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
(B)(6) complaint handling unit reported a broken plate. The first hospitalization was from (B)(6) 2008 to (B)(6) 2009 for a comminuted fracture of left clavicle. Trauma was sustained on (B)(6) 2008. The surgery was performed on (B)(6) 2008 to open reduction and internal fixation of left clavicle with the plate. It was reported from a relative that the patient turned while sleeping and felt a sharp pain. An xray the next morning, (B)(6) 2009 showed a plate failure. It was also reported after the second discharge epicrisis, the second hospitalization was for secondary trauma due to falling in the street, which contradicts the abstracts from the case history. Information on (B)(6), 2009, stated an xray was taken showing plate failure. The second hospitalization was from (B)(6) 2009 to (B)(6) 2009 for refracture of the left clavicle and plate failure. Secondary trauma occurred on (B)(6) 2009 due to a fall in the street. Surgery was performed on (B)(6) 2009 to remove the failed plate, open reduction and internal fixation of the left clavicle with the plate.